Event description:
It was reported that during a roux-en-y procedure, the device was difficult to fire on the fifth firing with a blue load and the blade dragged the tissue as if the blade was not sharp enough. The device fired malformed staples. A second device was opened and the same thing occurred on the first firing. Sutures were used to rectify the situation. The pt is fine.

Manufacturer narrative:
Eval summary: two devices (a-b) were returned for analysis. Device a was returned in good visual condition and with a partially fired cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to damaged knife, this damaged is consistent when the device is fired over an existing staple line, hard object or tissue thicker than indicated. Device b was returned in good visual condition and an empty cartridge loaded on the device. An additional cartridge was received void of staples with the lockout normal. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b additional info: expiration date: 11/2012, manufacturing date: 12/2007.